Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 85 mg/dl and 180 mg/dl. The patient experienced hypoglycemia and was able to self-treat with a glucose tablet. No adverse event was reported. Return of the suspect device was requested for evaluation.